Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. The customer was treated with glucose intake. Customer reported sensor glucose vs blood glucose reading mismatch. Sensor glucose value was 150 mg/dl at the time of the event. Insulin delivery was not suspended. Troubleshooting was performed. It was unknown that the customer using pump within 48 hours prior to event or not and auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7020la-snsr. Updated summary: it was reported that the customer experienced sensor glucose vs. Blood glucose and hyperglycemia. Blood glucose value was 500 mg/dl while sensor glucose value was 150 mg/dl. Customer did not indicate how they treated the high blood glucose. During troubleshooting, customer declined to review site selection, taping, insertion and calibration but confirmed sensor was securely taped to skin and has not moved. Customer was advised of the common contributing factors for inaccurate sensor glucose reading that include non-optimal insertion, site location, and timing of bg entries. No product return is expected for mmt-7020la.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.